Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer. The patient stated the pump is not delivering medication and they drained it and found that out. There were no steps taken and the issue had not been resolved at this time.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received regarding a consumer receiving baclofen at an unknown concentration and dosage via intrathecal drug delivery pump for spinal pain. It was reported that the nurse comes to the patient's home to refill his pump and at a refill 5-6 months ago the pump was supposed to be empty but instead it was 8-10 cc left. The patient had another refill last week and this was the second time when they noticed the problem. At the last refill he was supposed to have 3-4 cc left and instead it was 18 cc. There were no symptoms related to the discrepancy and there were no further complications reported/anticipated.